Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was fully fired. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. Connected the reload to the handle and the surgeon fired the device. However, a yellow small material appeared from the cartridge and was retrieved from the patient's cavity. At the next firing, connected another reload to the handle and the surgeon fired the device. However, another small yellow material appeared from the cartridge and was retrieved outside of the cavity. The yellow shipping wedges had been removed from both reloads before checking the jaws for opening / closing. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.